Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera® system include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had reported to the "physician that when urinating [patient] observed differentiated urine color (green)." The device was removed and replaced.

Manufacturer narrative:
Supplement #1 . Additional information: concomitant medical products, device evaluated by MFR, adverse event problem, additional MFR narrative. The device was returned to the apollo device analysis laboratory on (B)(6) 2019. A deployed balloon only was received for evaluation. The balloon was noted to be discolored, as the shell and center patch were blue in appearance. One small opening was observed on the posterior portion of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages. The flow of di water was continuous and unobstructed. During air leak test it was found that the balloon was leaking from 2 small holes on the shell.